Event description:
When the catheter was connected to the generator, an error message was received stating that the device was broken. The procedure was competed with a new device. The closurefast catheter was received for evaluation. The catheter exhibited a kink at the proximal end of the coil. The fep coating in the area of the kink exhibited wrinkles. Upon closer examination it was determined that the coils were exposed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.